Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Based on the available information, a cause for the reported unchanged mr could not be determined. The reported patient effect of unchanged mr, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling. The additional mitraclip device referenced is filed under separate medwatch report number.

Event description:
This is filed to report intervention. It was reported that this was a procedure to treat functional mitral regurgitation. On (B)(6) 2021 one clip (01208u190) was implanted and mr reduced to 1. The patient returned on (B)(6) 2021 as mr had increased to 3-4. The first clip is stable on the leaflets; however, there is possible damage to the posterior leaflet. Another clip delivery system (cds) (00928u215) was advanced to the mitral valve and the clip was implanted slightly medial to the first clip; however, mr remains 3-4. The clip is noted to be stable on the leaflets. An amplatzer septal occluder was attempted to be used to plug the increased mr but the mean pressure gradient (mpg) increased to 10 mmhg so the amplatzer was removed. The mpg returned to 5 mmhg after removing the amplatzer while mr remains 3-4. No additional information was provided.